Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, patient had ipg replacement, therapy restored.

Manufacturer narrative:
Date of event is estimated.